Manufacturer narrative:
Additional information was received that there were no allegations that the battery failed to provide power consistent with the timing alarms/indicators. Therefore, the battery and battery timing alarms/indicators functioned as intended by providing backup power until the battery depleted as designed. Therefore, there was no reportable malfunction.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.